Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02129. It was reported, the pt felt a burning sensation under the skin in her back. The pt stated, her system which included two leads, was electively removed a few years ago. She alleged that ever since the explant she feels pain and burning in her back. It was reported the pt discussed the issue with her physician but no action has been taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.